Event description:
Procedure: lap gastric bypass. According to the reporter: on the third firing while forming the pouch, the stapler cut but staples did not close at all. Bleeding occurred. Bleeding had to be controlled by hand sewing with suture. Some of the unformed staples were removed from the cavity and some still remain. O.r. Time was delayed one hour.